Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use during dwell 3/5. The technical service representative (tsr) explained the alarm and had the home patient (hp) close clamps then cycle power to clear the s/e 2240. The tsr advised the hp to discard supplies and either start over with new or finish with manual supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.